Event description:
It was reported that emerald pro syr 5ml rup 23x1 an had rust on the needle. This occurred on 1000 occasions before use. The following information was provided by the initial reporter: rust reported on needle of emerald pro syringe.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 3/16/2020. . The samples were received by bd for evaluation. A quality engineer was able to review the returned (4) unopened emerald pro 5ml from lot # 18j30610 product # 307922 with the reported issue of ¿rust found on needle¿. When we investigated the batch number 18j30610 there was no reported qn or ncp in the plant release data sheet. Bd bawal is an internal customer to bd tuas for needles. We have escalated the complaint to bd tuas and informed them the reported batch number(lot number) of the needles used on this product. The manufacturing records were reviewed and no abnormalities were detected during production of the reported manufacturing batches. A root cause can't be determined.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that emerald pro syr 5ml rup 23x1 an had rust on the needle. This occurred on 1000 occasions before use. The following information was provided by the initial reporter: rust reported on needle of emerald pro syringe.